Event description:
The customer reported to baxter (B)(4) of a clearlink solution set that was not able to flush or withdraw fluid from bung. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.